Manufacturer narrative:
The analyzer serial number is (B)(6). The calibration and qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cmv igg results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2025, the patient had an elecsys cmv igg result of <0.3 (non-reactive) u/ml, a diasorin liason igg result of <5, and a serum cmv pcr result of positive. On (B)(6) 2025, the patient had an elecsys cmv igg result of 0.19 (non-reactive) u/ml and a diasorin liason igg result of 51. On (B)(6) 2026, the patient had an elecsys cmv igg result of <0.2 u/ml (non-reactive) and a diasorin liason igg result of 90. On (B)(6) 2026, the patient had an elecsys cmv igg result of 0.3 u/ml (non-reactive) and a diasorin liason igg result of 101. On (B)(6) 2026, the patient had an elecsys cmv igg result of 1.7 u/ml (reactive) and a amniotic fluid cmv pcr result of negative. The units of measurement for the diasorin liason results were not provided.